Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating event date and indicating that the event did not occur during use with a patient. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. During analysis, the reported problem was unable to be duplicated due to patient data history lost error and key stuck alarm. In addition, during analysis fluid ingression and corrosion was found on the printed wire assembly (pwa) board. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump displayed "alarms and error code 406011 on power up" . It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.